Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy in 2010, appendectomy in 2008 and vitamin d deficiency, obesity, bipolar disorder, diaphoresis, constipation, salpingectomy, ovarian cyst, left lower quadrant pain, obesity, loop electrosurgical excision procedure, dysplasia, parity 4, multi gravida and pap smear abnormal. The patient had a family history of type 2 diabetes mellitus (father), hypertension, asthma and breast cancer. As concurrent condition the report mentioned menorrhagia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 2176 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus and bilateral salpingectomies). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: uterus, cervix, bilateral fallopian tubes, robotic assisted hysterectomy, bilateral salpingectomy: cervix with acute and chronic cervicitis with focal ulceration and granulation tissue. Proliferative phase endometrium with superficial sloughing/breakdown of endometrium with focal lymphoid aggregate formation and reactive epithelial change. Right and left fallopian tubes and fimbriated ends with vascular congestion and focal hemorrhage within mesosalpinx. Metallic coiled wire (essure device) noted grossly in the left cornu of uterus (see gross description). Negative for dysplasia; negative for hyperplasia; and negative for malignancy. Surgical procedure: robotic-assisted hysterectomy, bilateral salpingectomy. Specimen(s) submitted: uterus, cervix, bilateral fallopian tubes, essure device. Clinical data and pre-operative diagnosis: menorrhagia. Gross description : visible at the left cornu and extending outside of the left fallopian tube is a metallic 2.1 x 0.2 cm coiled wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Surgical pathology report added. Medical history, concomitant condition, reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.